Manufacturer narrative:
(B)(4). Investigation summary as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a bowel procedure, fifteen or twenty minutes into the case the there was an error and the device stuck closed. The procedure was completed with a like device with no patient consequence.